Event description:
When cutting a 6.5mm cobalt chrome rod, the surgeon placed the rod on the tip of the rod cutter and a piece of the metal tip from the rod cutter broke off and shot across the room. There were no other ramifications of the incident.

Manufacturer narrative:
The mountaineer rod cutter (product code: 2883-05-500, lot number: cd0409) was returned for evaluation. Visual examination revealed that one of the rod cutter¿s jaws had broken off. This jaw was returned with the remaining instrument. The device was then sent to fracture analysis. Analysis found evidence that the fractured surface of the rod cutter exhibited a rough grainy pattern that appeared fairly uniform. This pattern is indicative of a static high overload brittle failure. No material defects or other abnormalities were observed during this analysis. DHR review identified no issues during the manufacturing and release of this device that could contribute to the problem reported by the customer. A review of the complaint trend analysis was performed and no emerging trends were identified as a result of the analysis. The root cause of the rod cutter breaking cannot positively be determined. However, fracture analysis suggests that the fractured surface of the rod cutter exhibited a rough grainy pattern that appeared fairly uniform. This pattern is indicative of a static high overload brittle failure. No issues were identified during the manufacturing and release of this device that could have contributed to the problem reported by the customer. A trend analysis was conducted. No further actions from trending analysis are required; therefore this complaint file will be closed with no further action required.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.